Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 73687 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was originally reported that there was a scratch on a bd vacutainer® serum / cat blood collection tube, however, upon inspection it was noted that it was foreign matter inside the tube.